Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively, the left ventricular (lv) lead was capped and replaced for an unknown reason. No patient complications have been reported as a result of this event.